Event description:
It was reported that shaft break and catheter entrapment occurred. The target lesion was located in the right coronary artery. An unspecified guide wire was advanced. A 2.25x12mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the lesion. The sds was placed on the guide wire; however, it was noted that the stent slid about 2 inches and was stuck. When the physician pulled back the sds, it was noted that the shaft broke approximately 5cm from the distal tip. It was also noted that the shaft ¿disconnected¿ and cracked. The guide wire was taken out from the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient' status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 3mm separation in the inner during microscopic examination. There was evidence of stretching to the inner wire lumen distal to the break, and subsequent retraction of the shaft wall material. This retraction is the cause of the 3mm separation becoming evident as the inner wire lumen has more elastic properties than the outer shaft wall. The bumper tip of the device showed signs of damage to its distal tip. During the analysis, a product mandrel was used to determine if any blockages or restrictions were present throughout the length of the polymer extrusion. The examination found no restrictions present. A visual and tactile examination found multiple kinks along the hypotube shaft. The balloon cones profiles were reviewed and no issues were noted with the overall profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It cannot be determined following a thorough examination what caused the device to freeze on the procedure guide wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and catheter entrapment occurred. The target lesion was located in the right coronary artery. An unspecified guide wire was advanced. A 2.25x12mm promus premier¿ stent delivery system (sds) was selected and advanced to treat the lesion. The sds was placed on the guide wire; however, it was noted that the stent slid about 2 inches and was stuck. When the physician pulled back the sds, it was noted that the shaft broke approximately 5cm from the distal tip. It was also noted that the shaft ¿disconnected¿ and cracked. The guide wire was taken out from the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.